Manufacturer narrative:
There were no inconsistencies found in a review of device history record for the complaint lot. Only the stylet was returned for evaluation. As the user described, the stylet had fractured at the hub (vent plug) at the location where the lower, thinner part of the vent plug connects to the upper, wide part of the vent plug. The area at which the vent plug fractured was uneven. Based on an experiment conducted on a sample in stock, it was determined that the issue could be replicated by twisting the vent plug. It is unclear at what time in the life of the product the torsion or twisting was applied. Possible times at which the torsion might have been applied include insertion of the stylet into the catheter (assembly), during the handling of the catheter in the user environment prior to insertion, during insertion of the catheter if the stylet was adjusted, or during the removal of the stylet. 100% stylets are inspected for the following during manufacture to ensure the integrity of the part. Therefore, it is probable that the issue may have occurred in the user environment. There were no other complaints associated with this lot number. Additionally, no complaints could be found citing breakage of the vent plug of the stylet for this part number.

Event description:
(B)(4). The patient was having a PICC line placed the line. When she removed the guidewire which came out easily. She noted that there was a piece of the hub that holds the guidewire left in the hub of the PICC catheter, the practitioner was able to remove the broken off piece using a jewelers forceps and save the PICC. No patient harm. There were two infant prior unsuccessful attempts to insert the guidewire in the infant.